Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia. The patient's blood glucose level declined to 40 mg/dl while wearing the pod for an unknown duration. The patient reported experiencing a near-death event related to hypoglycemia. The patient stated that during periods of hyperglycemia caused by heat wave-related dehydration, the system switched to manual mode. The patient further reported that if they became unconscious due to elevated blood glucose levels and didn't manually switch back to automated mode, the system continues administering insulin, leading to dangerous hypoglycemic episodes. According to the patient, they were resuscitated by their daughter and called 911. Symptoms reported include loss of consciousness. The patient declined to provide additional information regarding medical treatment. Information is limited.